Event description:
The customer advised datascope's third party svc rep that prior to use in a pt, as they were about to initiate therapy, the physician pushed the start button of the machine. A "blood detected" alarm was generated, and the unit would not pump. He pushed the start button several times, but was unable to initiate therapy. He did not attempt to perform manual fill, as suggested in the product labeling. The pt later expired.

Manufacturer narrative:
The third party svc rep replaced the solenoid driver board. The unit was tested to factory spec. It functioned normally and was returned to the customer. A co rep followed up with the customer to advise them of the use of the manual fill function.